Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3). The customer provided the sample for investigation. During the investigation, erroneous ft4 and ft3 results were identified between the customer's elecsys analyzer, a centaur analyzer, and an e 170 analyzer used at the investigation site. The date of tests performed at the customer site is not known. It is not known if erroneous results were reported outside of the laboratory. The investigation results will be reported to the customer. This medwatch will cover ft4. Refer to medwatch with patient identifier (B)(6) for information on the ft3 erroneous results. Refer to the attachment to the medwatch for patient results. No adverse event was reported. The e 170 analyzer serial number was (B)(4). The ft4 reagent lot number used at the investigation site was 178388 with an expiration date of 06/30/2015. The serial number for the customer's elecsys analyzer is not known. The patient has familial dysalbunemic hyperthyroxinemia (fdh). Prior to sending in the sample, the customer had tested the sample and found a mutation in the albumin gene. There was not enough sample volume left to complete the investigation. Based on the information provided, a general reagent issue can most likely be excluded. Product labeling indicates that binding protein anomalies seen in patients with fdh can lead to unexpected results. When comparing values from different types of analyzers, variances can be expected. For thyroid parameters, age, gender and other patient characteristics should be considered when comparing values.